Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l54h2w. Additional information requested but unavailable: please clarify the issue reported with the device. The device was received and was found to be conforming but the cartridge reload was not returned. Did the device just lock out when attempting to fire and was difficult to open and the reload was replaced? What ¿damage¿ to the device and reload was noticed? The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastric bypass procedure, by making the second shot with the device, it got blocked. Despite making the necessary steps to unlock, the device didn't work. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.